Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event was caused by the video function not working properly due to a faulty cable. However, the specific root cause of could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a faulty cable and a faded label on rear cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus while preparing for use, a bad image and error displayed on the screen when the 4k autoclavable camera head was plugged in. The intended procedure completed was completed using a similar device. There was no delay reported. There were no reports of patient harm associated with this event.